Event description:
Surgeon reported pt developed cystoid macular edema (cme) postoperative. The lens was reported to have a "whitish material" on the anterior optic surface after insertion with the mport. Pt sustained decreased visual acuity.